Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 12/15/2025. It was reported that an adverse event occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that at around 9pm, the patient¿s mother inserted a new sensor for the patient. However, the sensor did not complete the warm-up and continued to ask for a ¿new sensor¿. The reporter could not recall if there was an associated error or alert message provided. Due to this, the patient no longer had any way of monitoring his cgm values. His last know cgm value prior to inserting the new sensor was around 150 mg/dl. Approximately 8 hours later, the patient started to feel nauseated and began vomiting. The patient¿s bg meter reading was taken and was 250 mg/dl. The patient also tested for urine ketones, which was positive. The patient was taken to the emergency room (ER) around 1030pm. At the ER, the patient¿s bg meter reading was 247 mg/dl while the cgm comparison value was not known at this time. The patient was treated with IV fluids and was prescribed oral zofran tablets. The patient was discharged on (B)(6) 2025 at 330am (less than 24 hours). The patient was feeling ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.